Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 08/30/2007.

Event description:
The surgeon reported that a posterior capsule rupture occurred while polishing the posterior capsule in I/a mode. Additional information has been requested.